Event description:
It was reported that during lead replacement procedure, the distal coil set screw could not be engaged to re-attach lead. After unsuccessful attempts with multiple wrenches a new ICD was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported set screw anomaly was confirmed in the laboratory. Silicone material was found inside of the atrial and lv set screw hex cavities. The silicone material found inside each set screw hex cavity prevented full insertion of the torque driver in the hex cavity. The torque driver could not fully engage the set screw and caused the field experience of difficulty fully securing the lead.